Event description:
It was reported during a laparosocopic cholecystectomy a 355l trocar was inserted by the surgeon. When the trocar entered the abdominal cavity it did not "lock out" resulting in the pt being cut internally and bleeding. The bleeding was stopped from the cut area and the procedure was completed.

Manufacturer narrative:
D6:info unavailable. Results of eval: based on the info received and the visual examination, the instrument was found to arm intermittently. The endcap was disassembled and the knife collar was found to be bent which may have caused the reported incident. No conclusion could be reached as to how this occurred.